Event description:
The customer obtained erratic, elevated accutni results above the ami cut-off for one patient's sample. Subsequent testing of additional samples from the same patient produced lower results within the normal reference range. Service was dispatched and verified hardware. A definitive root cause has not been determined to date for this event.